Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator and lead prior to distribution.

Event description:
It was reported that the patient became infected with (B)(6) and went to the emergency room on (B)(6) 2014, the patient's generator was explanted. On (B)(6) 2014, the patient's lead was explanted. The patient was prescribed antibiotics. The patient had recent vns generator and lead replacement surgery on (B)(6) 2014. .